Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection observed that the footpedal port is damaged and the footpedal cannot be inserted all the way, the saline pump door panel is loose, the lid is scratched, and the bezel is scratched and dented. A functional evaluation revealed the unit could not be tested due to the footpedal port damage, the footpedal could not be connected. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that, the "werewolf controller" was not recognizing the foot pedal. No case reported; therefore, there was no patient involvement. Results of investigation have concluded the footpedal port is damaged which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.